Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter tip was found to be broken. The mapping catheter was replaced with resolve. There was no patient involvement.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215814507 was returned and analyzed. Visual inspection of the mapping catheter showed the device was kinked on the loop (misshape) and the pebax tube was ribbed. The mapping catheter failed the performance test. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the kink on the loop and ribbed pebax. If information is provided in the future, a supplemental report will be issued.